Event description:
It was reported: the patient complained for sometime of pain in patient's total knee. Upon revision the femur appeared well fixed but the tibia was loose and did not appear to be ingrown. The patellar plastic had some movement at the interface with the metal backing.